Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the IV tubing that was attached to the patient disconnected from drip chamber. No harm reported to patient.

Manufacturer narrative:
The customer¿s report of a disconnection was confirmed. Visual inspection observed the separation at the engagement between the drip chamber and tubing components. Further visual inspection observed insufficient solvent being applied on the separated tubing engagement. There were no obvious damages or any issues observed at the areas of the separation or from anywhere on the set. Functional testing was unable to be performed due to the obvious separation. Dimensional analysis of the tubing was performed; the tubing was found to be within specification. The root cause of a disconnection was identified as a manufacturing issue due to insufficient solvent being applied at the engagement of the tubing.